Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the instrument shaft has been pulled from the handle. The tip of the driver is worn, slightly rounded out. The handle is well worn. The lot number indicates this part was manufactured almost seven years ago. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: although the event was reported initially to have occurred without a patient present, a medtronic representative confirmed there was a patient present during this event. Patient information was unavailable from the site. Correction: a medtronic representative, following up with the site, reported that the driver broke while tightening the clamp's jaw during a spinal fusion procedure. The medtronic representative reported the the driver's body got dislocated from the handle. There was less than an hour delay to the procedure due to this issue. The surgeon and the scrub nurse were able to finish tightening the reference clamp with another hexagonal tool. There was no impact on patient outcome. Device lot number now provided. Replacement device shipped to site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that the spine clamp driver was broke. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.